Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 3998, lot# j0424996v, implanted: (B)(6) 2004, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for unsuccessful disc surgery and degenerative disc disease/herniated disc pain. It was reported that the patient¿s lead was not placed properly. Six to seven months later they went back in and lowered the paddle down inside the space, and then it stimulated the right part of what it was supposed to. However, the device never worked to the patient¿s satisfaction as far as how much relief he thought he was going to get. It gave the patient 30-40% relief but that nerve was giving out. It was noted that the patient wanted to get another one when the battery gives out. It also bothered the patient when it got too loud and clicky. The patient would do the amplitude where he could turn it up a little bit so it did not bother him. The patient did not have it on really because it was bothersome too. It was annoying, bothersome, and distracting like chinese water dripping driving you crazy, ¿click, click, click¿. The patient got a manufacturer representative to help readjust it in 2005-2006 and finally got it set to where it felt good and provided relief without annoyance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.